Manufacturer narrative:
The thermogard ivtm system (sn (B)(4) was evaluated at customer site. The customer's report of the thermogard ivtm system had no power was confirmed during the functional testing. The root cause of the console's power issue was due to a defective left rear ac input bracket, likely attributed to an aging device. The thermogard system was manufactured in november 2013 and is more than five years old, past the expected service life of 5 years. No physical damage was observed during visual inspection. The event log showed no significant issues. Functional testing could not be performed because the thermogard console had no power or green light, thus confirming the reported complaint. The defective left rear ac input bracket was replaced to restore the power to the console. After replacing the rear bracket, the console passed power-on self test (post) and functional test without any issue. As a part of preventive maintenance, the air filter, white rollers and li-ion coin cell battery in the display head were replaced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported that the thermogard ivtm system (sn (B)(4) had no power. The customer also wanted preventive maintenace (pm) on the thermogard ivtm system. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.